Event description:
This is the 5th event of 5, referring to the same pt during treatment in 2007: after 30-45 minutes into treatment, the pt complained labored respiration. He was given oxygen. The treatment was terminated and the blood was rinsed back to him. After discontinuing treatment on the fifth dialyzer due to an alleged dialyzer reaction, the pt was transferred to the emergency dept and then admitted to the hosp. His admitting diagnosis was "possible dialyzer reaction". On admission, his hematology was normal with the exception of his platelet count, which was markedly depressed. While hospitalized, he experienced respiratory problems, was intubated and placed on a ventilator. The pt's condition improved and he was discharged four days later.